Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during use cmac blade was found faulty it had very dim led and/or poor image, customer was unable to proceed with cmac and had to use different instrument. No negative consequences to patient, user or third occurred.

Manufacturer narrative:
In summary, the customer issued is confirmed and the history review led to the conclusion that there are some indications of a systematical error. Most probable root cause is the wear of adhesive on the tip of the c-mac blade caused by reprocessing. Consequently, liquid is entering the blade and affects the electronic and forces the led to fail/ light dimly. Further, the image sensor is influenced by the entered liquid and shows some stripes in the display. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).